Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead could not be implanted in the left bundle branch area despite multiple adjustments. The lead was not used and replaced during the procedure. The patient was in a stable condition.